Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was detached. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. Ultrasonic frequency error occurred frequently. The tissue pad of the subject device was severely worn. The user exchanged it for another device and the intended procedure was completed with the device. There was no patient injury reported. On april 25, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. Also, it was found that the tissue pad was detached from the grasping section. However, it was reported that the tissue pad detached during cleaning after the procedure. This is the report regarding the severely worn tissue pad and the missing of the probe coating for electric insulation.